Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The target lesion was located in the ostial circumflex artery. A 3.00mm x 12mm apex balloon catheter was advanced and the balloon was dilated at a previously placed stent that was restenosed in the target lesion. When the physician was "going up" the balloon inside the old stent that was restenosed, the balloon burst. As he tried to remove the balloon, the balloon materials "hang up" the stent and the profile of the balloon was expanded. Once he was able to remove the balloon catheter from the stent, it would not "go" in the guide catheter. The guide catheter, the guide wire and the balloon catheter were removed all together. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).